Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with diagnostics testing at an office visit. The pt was referred for a surgical consult. Vns revision surgery is likely. Attempts for further info are in progress.